Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('crazy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and uterine cervix stenosis ("cervical stenosis"). The patient was treated with surgery (ablation). At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine cervix stenosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: dilated endometrial canal with complex internal fluid secondary to cervical stenosis. ¿concerning the injuries reported in this case, the following one/ones were described in social media :menstrual disorder, pelvic pain and uterine cervix stenosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('crazy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and uterine cervix stenosis ("cervical stenosis"). The patient was treated with surgery (ablation). At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine cervix stenosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: dilated endometrial canal with complex internal fluid secondary to cervical stenosis. ¿concerning the injuries reported in this case, the following one/ones were described in social media: menstrual disorder, pelvic pain and uterine cervix stenosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.